Event description:
A pt alleged "taking too much insulin" because their fasttake meter was reading inaccurately high. Pt has had diabetes for 18 mos. Pt does not reportedly check blood glucose regularly. Prior to this report, pt has been feeling sick and vomiting for about 1.5 weeks. On event date, after taking set amount of 50u of insulin, pt called their dr because pt was vomiting. The dr advised pt to go to hosp immediately. At the hosp, pt's blood glucose was reportedly within normal limits. Pt was admitted to hosp for unknown reasons and was discharged 2 days after event date. While at the hosp, pt was placed on a liquid diet, but did not reportedly receive any treatment. No further info is available.